Event description:
Where the retractor connected to the cord, it was hot/warm to the staff person's hand when it was picked up. There was a hole in the drape and pt had several blisters to chest where the lighted fiberoptic retractor was used.